Manufacturer narrative:
D9: date returned to mfg.: 6/13/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "no downstream occlusion before infusion¿ was verified from event log. The probable cause was downstream occlusion (dso) sensor failure. It is unknown if the device was repaired, discarded or returned to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) . B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited no downstream occlusion before infusion. There was no patient involvement, no patient injury was reported.